Event description:
Report received from the USA stating that the device had damaged bearings. It is unk if the device was used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.